Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient's mobile power unit (mpu) had a yellow wrench alarm. The patient wanted the unit returned for warranty evaluation/repair.

Manufacturer narrative:
Section h6: medical device problem code corrected. Manufacturer's investigation conclusion: the reported event of a yellow wrench alarm was not confirmed during evaluation of the returned heartmate mobile power unit (mpu). The returned mpu, serial number (B)(6), was evaluated and tested at the service depot on 02may2025. The unit was connected to a mock circulatory loop and run for several days. During testing the patient cable was manipulated; however, the yellow wrench alarm was not able to be reproduced. The unit was returned to the customer for further use. Multiple attempts were made to obtain log files; however, no files were submitted for review. A root cause for the reported event was not conclusively determined through this analysis. Incidental findings: yellow battery alarm due to a depleted aa battery. The device history records were reviewed and the records reveal that the heartmate mobile power unit (mpu), serial number (B)(6), was manufactured in accordance with manufacturing and qa specifications. The mpu was shipped to the customer on 05sep2024. The heartmate 3 instruction for use was available for use at the time of the event. Section 7, entitled ¿alarms and troubleshooting¿ provides instruction on how to identify and resolve yellow wrench alarms, and all other alarms associated with the mobile power unit (mpu). The heartmate 3 instruction for use section 8, entitled ¿equipment storage and care¿, gives instruction on how to care for and maintain the mpu. The heartmate 3 instruction for use section 3, entitled ¿powering the system¿, informs the user of how to insert or replace the mpu batteries. The heartmate 3 instruction for use section f, entitled ¿safety checklists¿, instructs the user to perform routine maintenance on all the equipment, including the mpu. The heartmate 3 patient handbook which was available for use at the time of the event, cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.